Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. It is likely that the balloon rupture is the result of interaction with the lesion site, which was described as heavily calcified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an armada dilation catheter was advanced to the left distal superficial femoral artery, heavily calcified lesion without issue. Balloon inflation was performed at rated burst pressure when the balloon burst. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.